Manufacturer narrative:
No pt was present at the time of event. Investigation finds troubleshooting with biomed rep at the site showed the frame and both probes were tested. All verified fine in the divot and remained in green status when in the middle of the tracking window. Medtronic reps could not replicate the issue.

Event description:
A medtronic ent rep reported that the frame on the fusion navigation cart screen is green; when instruments are brought into the field of view, the frame and instruments turn red. The medtronic ent rep walked through troubleshooting, and confirmed there were no other instruments in the field during testing. This event did not occur during surgery and no pt was present.